Manufacturer narrative:
Complaint no: (B)(4). This is a report of a use error where the patient connected the patient line to the transfer set without checking for air. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to connect the patient line extension to the patient line prior to priming. It provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air was noticed in the patient line without an alarm. This event occurred during the initial drain while the patient was connected. During troubleshooting, it was discovered that the patient did not verify if the patient line was properly primed before connection. The patient was not aware that they needed to check the patient line prior to connecting. The tsr assisted with ending therapy, and reviewed proper procedure per user manual. The patient would set up with new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.